Manufacturer narrative:
Batch review performed on 05 july 2022: lot 176304: 120 items manufactured and released on 05-jan-2018. Expiration date: 2022-12-18. No anomalies found related to the problem. To date, 119 items of the same lot have been sold without any similar reported event during the period of review.

Event description:
At about 3 years and 3 months post primary the surgeon revised the patient knee for patella loosening. The surgery was completed successfully. It was also noted a peripheral metallosis and risk of the premature wear of the femur due to the patella's displacement.